Event description:
It was reported during a therapeutic endoscopic retrograde cholangiopancreatography single use mechanical lithotriptor got stuck in the process of quarrying, hence the bambeck handle was used to remove the stones causing a delay of less than 30 minutes. The procedure was completed with an olympus back up device there were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Possible factors such as the size, hardness or shape of the calculus may have prevented device retraction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.